Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral incisional hernia, a sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the sepramesh ip, which alleged failed, and to repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 4 years 6 months post implant of sepramesh ip, patient was diagnosed with adhesions, hernia recurrence, scar tissue and underwent repair with mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Updated fields: a2, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral incisional hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the sepramesh ip, which alleged failed, and to repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral incisional hernia and underwent laparoscopic repair with implant of sepramesh ip mesh. Per operative notes, " hernia site was examined, and the bowel contents were removed. A sepramesh ip mesh was trimmed, placed in abdomen and fully covered the defect." (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia and underwent repair with mesh removal. Per operative notes, ¿a small bowel resection of the multiple loops of bowel that were resected along with adherent knuckles of mesh. Scarred up small bowel with adherent pieces of mesh was resected and all residual mesh was removed from the abdominal wall. The hernia was repaired and wound vac was placed." Attorney alleges that the patient had adhesions, bowel removal, pain and emotional injuries.